Event description:
The spouse of a patient called the manufacture to report that the patient had died. Information identified in the manufacture's data base indicated the patient died approximately one and a half months post implant of the implantable pulse generator (ipg) system. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.